Event description:
It was reported the subject device exhibited an error code (e102). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7, h6, h8 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: top cover air vent clogged with heavy dust cause overheat the unit and giving scope communication error code (e102), debris inside the socket air tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error code (e102) occurred due to top cover air vent clogged with heavy dust cause overheat the unit and giving scope communication error code (e102). The most probable cause of debris inside the socket air tubing was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.